Event description:
Account reported two discrepant sodium results for two patient samples. Initial result for sample one on (B)(6) 2007 was 119 meq/l and when repeated on other sample tubes the results were 137 and 136 meq/l. The initial result for the second patient sample run on (B)(6) 2007 was 125 meq/l and when repeated, the result was 139 meq/l. No adverse events were reported based on the incorrect results. The field service rep could not determine a cause for the discrepant results.

Manufacturer narrative:
Patient two date of birth: (B)(6), gender; male.